Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they testing their blood glucose when the insulin pump froze. It was found the button error alarm occurred after. Customer also reported the buttons were unresponsive before the alarm occurred. The customer's blood glucose was 196 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.